Event description:
The customer reported that no image was displayed when fluoroscopy was being performed. There is no report of pt injury or death.

Manufacturer narrative:
No ge service was performed. The customer repaired the system. The system operates as intended.